Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Treatment data sheets were received from the patient's cycler which revealed 2 overfills on the same night. Drain 0- 771; fill 1- 1503, drain 1- 3326; fill 2- 1206, drain 2- 4097. The reported drain volume of 3326 was 222% over the expected drain volume and the reported drain volume of 4097 was 273% over the expected drain volume resulting in reportable device malfunctions.